Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely after receiving multiple inappropriate high voltage therapies. Upon investigation, it was reported that the atrial lead was dislodged and under-sensing was observed. The lead was extracted and replaced with a new lead. The patient was stable before, during and after the procedure.